Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. Bg level was displayed as 582 mg/dl to ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy without needing assistance from a third party. To resolve the issue, the customer occasionally changed infusion sets and cartridges or continued insulin administration without changing any supplies. Ultimately, the customer reverted to an alternate method insulin therapy.